Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an (B)(6) patient underwent an orthopedic procedure due to pertrochanteric fracture. During the procedure, the doctor decided to place the 11mm short nail. It was added that during the procedure, the jamming of the devices occurred between the cephalomedullary nail, the helical blade and the screw which entails the non-application of the device. The employee checked the grub screw and it was not protruding until the top. With the eagerness of the specialist, the employee put the short nail in the frame of insertion and turned the screw bolt counterclockwise twice. The employee did not check again to verify that it had risen completely and much less verify that the guide, bit and screw slid easily. This includes the premise and the medical aspect that urgently requested the implant, the nail and guide were placed. The femoral neck was opened, and the back was inserted with the screw that had reached in the middle of the path was shown with no advances or backs down. The surgeon tried with the extractor and the fretboard. What resulted in removing the entire device in the block by breaking the lateral cortex and diaphyseal cracked was that, upon trying to place a long nail, fixed with a spiral sheet but without the bone substrate of the lateral cortex, it was impossible to hold the nail and the femoral head. Finally, the doctor decided to leave the patient in place only with skeletal traction, considerably increasing the morbidity of the patient. It is unknown if there was a surgical delay. Patient was not harmed. Concomitant devices: guide (part unknown, lot unknown, quantity 1), drill bit (part unknown, lot unknown, quantity 1). This report is for one (1) 11.0mm 130 degree trochanteric fixation nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. DHR review was completed. Manufacturing date: 02-jun-2016 part number: 456.318, 11mm/130 deg ti cann troch fixation nail 170mm lot number: h038387 (non-sterile) lot quantity: 6 nonconformance was generated at op #120, final inspection. The nr was for a documentation error. Inspection sheet was incomplete with a missed entry. The lot was dispositioned as ¿rework¿ and all 6 pieces passed the rework inspection. This documentation nr would not be relevant to the reported complaint condition of component breakage. Work order traveler met all inspection acceptance criteria apart from the issue detailed above. Inspection sheet, in-process/inspect dimensional/final, met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 456.314.3, lock driver tfn, bp55 lot number: h082285 lot quantity: 202 work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final, 456fi314-3 rev h met all inspection acceptance criteria. Part number: 456.315.2, lock prong tfn, bp58 lot number: 9926348 lot quantity: 63 work order traveler met all inspection acceptance criteria. Inspection sheet, in process acceptance, op067580 rev a met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80 lot number: 9838522 lot quantity: 4,489 lbs product certification received from dynamet dated 29-may-2015 was reviewed and determined to be conforming. Lot summary report dated 17-jun-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. H3, h6: customer quality conducted an investigation of the provided images. Customer quality investigation: device interaction device condition: visual inspection performed at customer quality (cq) on the provided image observed no visual defects on the blade and the nail. However, based off the image it was noticed that the blade did not pass through the nail slot to an intended length. No new issues were identified. Both functional inspection and complaint condition replication was not possible at customer quality as the device was not returned. However, with the visual observation of the images provided, the device condition agrees with alleged complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the reported device were reviewed during investigation and no design issues were noted. Tf-nail: dimensional analysis was not performed on relevant features contributing to stuck condition as the device was not returned. However, review of the device history record showed that work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, packaging label log lppf reviewed met all inspection acceptance criteria. While an nc/nr was identified during DHR review, it was the noted that the identified nonconformance was generated for correcting a documentation error of missing entry which is irrelevant to given complaint condition. The lot was all further dispositioned as rework and passed the final inspection. Therefore, no issues relevant to this nc would have contributed to complaint condition. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Furthermore, risk documentation review performed during investigations observed that the dcrm document completely address the given complaint condition. A definitive root cause could not be determined based on the provided image-based information. However, the observed condition is most likely due to possible misalignment. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted: part number: 456.318, 11mm/130 deg ti cann troch fixation nail 170mm: manufacturing date: 02-jun-2016; lot number: h038387 (non-sterile); lot quantity: (B)(4): nr was generated at op #120, final inspection. The nr was for a documentation error. Inspection sheet was incomplete with a missed entry. The lot was dispositioned as ¿rework¿ and all 6 pieces passed the rework inspection. This documentation nr would not be relevant to the reported complaint condition of component breakage. Work order traveler met all inspection acceptance criteria apart from the issue detailed above. Inspection sheet, in-process/inspect dimensional/final, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 456.314.3, lock driver tfn, bp55; lot number: h082285; lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final, met all inspection acceptance criteria. Part number: 456.315.2, lock prong tfn, bp58; lot number: 9926348; lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Inspection sheet, in process acceptance, met all inspection acceptance criteria. Inspection sheet ns043861 rev g met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80; lot number: 9838522; lot quantity: (B)(4): product certification received from dynamet dated 29-may-2015 was reviewed and determined to be conforming. Lot summary report dated 17-jun-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Visual inspection performed at customer quality (cq) on the provided image and observed no visual defects on the blade and the nail. However, based off the image it was noticed that the blade did not pass through the nail slot to an intended length. No new issues were identified. Both functional inspection and complaint condition replication was not possible at customer quality as the device was not returned. However, with the visual observation of the images provided, the device condition agrees with alleged complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the reported device were reviewed during investigation and no design issues were noted. Dimensional analysis was not performed on relevant features contributing to stuck condition as the device was not returned. However, review of the device history record showed that work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, packaging label log lppf, lmd/lpf rev ab reviewed met all inspection acceptance criteria. While an nc/nr was identified during DHR review, it was the noted that the identified nr was generated for correcting a documentation error of missing entry which is irrelevant to given complaint condition. The lot was all further dispositioned as rework and passed the final inspection. Therefore, no issues relevant to this nc would have contributed to complaint condition. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A definitive root cause could not be determined based on the provided image-based information. However, the observed condition is most likely due to possible misalignment. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary updated investigation for returned product 16 apr 2019: complaint description. It was reported that on (B)(6) 2018, an 89-year-old patient underwent an orthopedic procedure due to pertrochanteric fracture. During the procedure, the doctor decided to place the 11mm short nail. It was added that during the procedure, the jamming of the devices occurred between the cephalomedullary nail, the helical blade and the screw which entails the non-application of the device. The employee checked the grub screw and it was not protruding until the top. With the eagerness of the specialist, the employee put the short nail in the frame of insertion and turned the screw bolt counterclockwise twice. The employee did not check again to verify that it had risen completely and much less verify that the guide, bit and screw slid easily. This includes the premise and the medical aspect that urgently requested the implant, the nail and guide were placed. The femoral neck was opened, and the back was inserted with the screw that had reached in the middle of the path was shown with no advances or backs down. The surgeon tried with the extractor and the fretboard. What resulted in removing the entire device in the block by breaking the lateral cortex and diaphyseal cracked was that, upon trying to place a long nail, fixed with a spiral sheet but without the bone substrate of the lateral cortex, it was impossible to hold the nail and the femoral head. Finally, the doctor decided to leave the patient in place only with skeletal traction, considerably increasing the morbidity of the patient. It is unknown if there was a surgical delay. Patient was not harm. Procedure outcome was unknown. Us customer quality (cq) returned product investigation flow: broken; device interaction/functional. Visual inspection: the helical blade was received at us cq stuck within the nail¿s (part 456.318, lot h038387) head element hole, partially protruding from the medial opening of the head element hole. The nail¿s lock component¿s tab was protruding from the nail¿s medial opening of the head element hole, within a gap between the nail and helical blade. The round feature of the helical blade's shaft was engaged with the lock¿s tab, indicating the lock was prematurely deployed during helical blade insertion. The lock drive was able to unthread from the nail. The lock drive component was appropriately assembled and engaged with the lock, and the lock and lock drive were disassembled form the nail without issue. The lock¿s locking tab was found to be broken from the remainder of the lock and remained stuck between the nail and helical blade. No other damage or defect was noted to the lock component. No damage or defect was noted to the lock drive component. No other damage was noted to any component besides wear consistent with implantation and explantation. Functional test: the nail and helical blade could not be separated during investigation due to the stuck lock component¿s tab. The nail-helical blade construct could not be completely assembled. The received condition agreed with the complaint description of an inability to disassemble the two devices. The complaint was confirmed with investigation. Dimensional inspection: document/specification review the following relevant drawings for the reported device were reviewed during investigation: nail: 456_314 rev. E, lock: 456_315_2 rev. E, lock drive: 456_314_3 rev. F. During the investigation, no product design issues were observed that may have contributed to the complaint condition. Material review: material review of the lock was not performed as the component appears to have been broken when it was inappropriately deployed at the time of helical blade insertion. Conclusion: the complaint assembly issue condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Per the received condition of the device, the lock was inappropriately deployed at the time of helical blade insertion. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Complaint condition: it was reported that on (B)(6) 2018, an 89-year-old patient underwent an orthopedic procedure due to pertrochanteric fracture. During the procedure, the doctor decided to place the 11mm short nail. It was added that during the procedure, the jamming of the devices occurred between the cephalomedullary nail, the helical blade and the screw which entails the non-application of the device. The employee checked the grub screw and it was not protruding until the top. With the eagerness of the specialist, the employee put the short nail in the frame of insertion and turned the screw bolt counterclockwise twice. The employee did not check again to verify that it had risen completely and much less verify that the guide, bit and screw slid easily. This includes the premise and the medical aspect that urgently requested the implant, the nail and guide were placed. The femoral neck was opened, and the back was inserted with the screw that had reached in the middle of the path was shown with no advances or backs down. The surgeon tried with the extractor and the fretboard. What resulted in removing the entire device in the block by breaking the lateral cortex and diaphyseal cracked was that, upon trying to place a long nail, fixed with a spiral sheet but without the bone substrate of the lateral cortex, it was impossible to hold the nail and the femoral head. Finally, the doctor decided to leave the patient in place only with skeletal traction, considerably increasing the morbidity of the patient. It is unknown if there was a surgical delay. Patient was not harm. Procedure outcome was unknown. Customer quality investigation: device interaction. Device condition: visual inspection performed at customer quality (cq) on the provided image (see image in file: ¿(english translate). Fw novedad tfn somer¿ in notes and attachment) observed no visual defects on the blade and the nail. However, based off the image it was noticed that the blade did not pass through the nail slot to an intended length. No new issues were identified. Both functional inspection and complaint condition replication was not possible at customer quality as the device was not returned. However, with the visual observation of the images provided, the device condition agrees with alleged complaint condition and therefore the complaint condition was confirmed. A definitive root cause could not be determined based on the provided image-based information. However, the observed condition is most likely due to possible misalignment. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, manufacturing date: 02-jun-2016, part number: 456.318, 11mm/130 deg ti cann troch fixation nail 170mm, lot number: h038387 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria apart from the issue detailed above. Inspection sheet, in-process/inspect dimensional, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 456.314.3, lock driver tfn, bp55, lot number: h082285, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final, 456fi314-3 rev h met all inspection acceptance criteria. Part number: 456.315.2, lock prong tfn, bp58, lot number: 9926348, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process acceptance, op067580 rev a met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80, lot number: 9838522, lot quantity: (B)(4). Product certification received from dynamet dated 29-may-2015 was reviewed and determined to be conforming. Lot summary report dated 17-jun-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.